Manufacturer narrative:
Stryker product assessment center further evaluated the customer's device and determined that the cause of the reported issue was due to bt3 component on the hybrid layer capacitor (hlc). The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device can no longer be repaired. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.